Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend reported hospitalization due to high blood glucose. Caller stated that customer was confused and needed medical attention. The current blood glucose reading is 103 mg/dl. The blood glucose reading at the time of the event was 531 mg/dl. Hospital treated with IV drip of insulin and fluids. Customer had a low of 36 mg/dl during the hospital stay. Customer pulled out the infusion set in error. Nothing further reported.